Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited failure to capture. The right atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.